Manufacturer narrative:
H4: the device MFR date is 9/20/95. Evaluation: this tibial insert was visually and dimensionally inspected as received. The anterior locking tab exhibits major distortion as a result of the intra-operative assembly attempt. A review of the device history record for this insert found that no discrepancies were reported during MFR. A query of the product experience report database found that no other similar event has been reported for this lot of inserts. The evaluation result are inconclusive as to whether this event is device related.

Event description:
The tibial insert would not seat in the baseplate. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.